Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized with high blood glucose. The customer experienced symptoms of confusion, nausea, vomiting, and fruity breath. The blood glucose reading was 168 mg/dl. The customer suspended the insulin pump 20 minutes prior to be admitted. The time and date were correct and the settings were programmed accurately. The bolus history displayed all entries based on the customer's recollection. The customer declined further troubleshooting. She was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.